Event description:
Abbott pca pump programmed to deliver 5 mg of 1 cc/ml concentration of morphine. Actual order read to deliver 1 mg of 5 mg/ml concentration of morphine pca with a lockout interval of six minutes. The concentration of drug in the pump infusing was 5 mg/ml. Consequently, the pt received 4 doses of 25 mg each. Pt became apneic. Pt transferred back to recovery room, received 3 dosed of 0.1 mg naloxone and a naloxone drip .004 mg/ml @ 10 ml/hr until respiratory rate stabilized (x 24 hrs.). The pump itself did not malfunction. The problem is with the way it was programmed.